Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an admiral xtrme device with a 6fr non-medtronic sheath and 0.035¿ non-medtronic guidewire during treatment of a 70% stenosed lesion in the patients mid right superficial femoral artery (sfa). Moderate tortuosity and severe calcification are reported. The device was prepped without issue. The sfa was previously stented with bare metal stent which the admiral xtreme device was passed through. A medtronic everest inflation device was used with contrast for balloon inflation. No resistance was encountered when advancing the device. It is reported that a longitudinal balloon burst occurred at a pressure of 12 atm on first inflation. A new balloon was used without issue to complete the procedure. Patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.